Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Product history review is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, a 24 fr gore® dryseal flex introducer sheath (dsf) was utilized for a thoracic endovascular repair. During the procedure, the valve of the dsf reportedly broke, resulting in bleeding. A device of an unknown brand was advanced through this sheath but could not be retrieved, preventing the advancement of the dilator to stop the bleeding. Twisting the valve also seemed not to work due to the damage to the valve. The patient required blood transfusion (volume not specified). A new dsf was used instead the procedure was subsequently completed without further reported complications.

Manufacturer narrative:
Updated h6: updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. The device history record and ship history/labeling record were reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. The primary reported complaint, related to a broken sheath valve and subsequent inability to mitigate blood loss via twisting the valve, could not be independently confirmed because there were no items returned for evaluation. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. The cause of the primary reported complaint could not be established with the available information.